Event description:
As the surgeon attempted to use the clip applier, he realized that once the clips were deployed they were not properly closing, and therefore not fixating the tissue adequately. ====================== manufacturer response for laparscopic clip applier, liga clip======================send the device to the manufacturer for analysis.